Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. Reviews of the complaint history, device history record, drawing, specifications, instructions for use (IFU), manufacturer¿s instructions, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿if flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ per the IFU, reinsertion of dilator prior to removal ¿increases the strength of the sheath and lessens the risk of device separation¿. In this case, the patient¿s anatomy was not noted to be scarred, calcified, or tortuous, therefore resistance due to patient anatomy is unlikely. Resistance was not reported by the user. The sheath was removed with the dilator in place, as recommended by the IFU. Based on the information provided and no product returned, investigation has concluded that a root cause for this failure could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 08may2019. The attempt to retrieve the sheath was not successful; however, it is not impeding blood flow or causing any other issues. The patient is doing well.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. Corrected information: g5. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, a male patient of unknown age with a history of peripheral artery disease (pad) was undergoing an unspecified below-the-knee procedure using a flexor raabe guiding sheath. Access was gained in the right groin to treat below the left knee. Anatomy was not notable for scarring, calcification, or angulation. Additional devices used through the complaint sheath were amplatz extra-stiff wire (260); ballooned with an .018 advance lt balloon; and, lasered with another manufacturer's atherectomy device. During the attempted removal, the device came apart. It snapped in half in the middle of the sheath but the physician was able to continue removal until they got to the tip of device. At this time, the device started unraveling. The complaint sheath was removed over the wire and the dilator was in place at the time of removal. No resistance was felt. The distal tip of the sheath remains in the patient. The complaint sheath had been in place approximately sixty to ninety minutes prior to the issue. Expected retrieval is to be performed on (B)(6) 2019. The patient is doing well and no swelling was observed. The physician believes part of the portion stretches in the artery to another spot under the skin. Additional information has been requested regarding patient outcome as a result of the expected fragment retrieval on (B)(6) 2019. It has not yet been received.